Event description:
It was reported that during procedure to treat a lesion using complete se self-expanding device, the device was advanced to the target lesion but the stent could not be deployed. The lesion was pre dilated. The physician removed the complete se device and used another device to complete the procedure. There was no reported injury to patient for this event.

Manufacturer narrative:
Evaluation, results: (based on the information available the root cause for the reported event cannot be determined); no results available since no evaluation was performed (no device or cine images returned for event); no device returned. Conclusion: (based on the information available the root cause for the reported event cannot be determined); unable to confirm complaint (no device or cine images returned for event). (B)(4).

Manufacturer narrative:
Evaluation results: no failure detected (returned stent deployed without issue). Device performed according to specifications. Evaluation conclusion: no device failure (returned stent deployed without issue). (B)(4).

Event description:
There were no abnormalities noted during preparation and inspection of the device prior to use. Evaluation summary: the red safety tab was correctly positioned. There was no damage evident along the device. The stent was deployed without any issues. There was no deformation evident on the stent. There was no damage or deformation evident on the inner polyimide shaft.